Event description:
The stent was being placed and during deployment and removal of the inner cannula, the marker bands came off and remained within the stent lumen. Some angulation was present because of a low insertion of cystic duct.